Manufacturer narrative:
Evaluation: engineering evaluates that the battery drainage from level 4 to level 1 in less than 4 hours indicates a bad battery condition. The probable cause of the pump abruptly shutting down was due to the sudden battery level drop consequently causing the diagnostic records to log a dirty_bit_detected/shutdown-failure-detected events coupled with a bootup signal. All instances of a replace battery alarm, the battery should have been replaced at that time. Furthermore, engineering evaluates the pump is performing correctly in detecting and alarming of a low and replace battery condition and infusing at the expected rate within the delivery accuracy tolerance. According to the system operating manual document, n56-replace battery alarm occurs when the battery or battery charge circuitry needs servicing. This is a low priority alarm, and it does not stop the infusion. According to the plum a+ and plum 360 active malfunctions and alarm documentation, replace battery alarm occurs when a questionable battery event is detected 3 consecutive times. (Asserted to indicate a full battery discharge faster than expected, i.e. Approaching the end of life and therefore needs to be replaced). This alarm persists and reasserts over, power cycles until it is cleared by pressing the ¿change battery¿ soft key in biomed mode after installing a new battery. According to the system operating manual document, n252-depleted battery alarm occurs when the infuser is running on battery power, and the battery voltage drops below depleted voltage limit (5.45v). This is a high priority alarm which stops the infusion and prepares the pump for shutdown if not plugged into ac within 3 minutes after it is triggered. The clear condition is to connect the device to ac power source. Conclusion: engineering confirms the customer¿s complaint of the pump displaying a replace battery alarm and abruptly shutting down. The customer does not appear to have taken remedial action to replace the battery, and engineering evaluates the probable cause to be a combination of battery failure coupled with user error i.e., failure to address alarms in a timely manner. Engineering recommends service center replace the battery, document the battery age and history (so far as known), perform preventative maintenance test, ensure the piezo alarm is audible and perform verification testing for the device power system (battery, power supply, etc.) To ensure pump is operational. 1a. The pump shut down during patient transport because the csb battery was critically depleted when the device was unplugged from ac power. B. The battery depletion was a direct result of the customer¿s failure to respond to multiple replace battery alarms over a period of at least two days. The pump remained in service without action, allowing the battery to drain completely. C. While the battery was confirmed to be defective, the event could have been prevented if the alarms had been addressed in a timely manner. D. This event does not require escalation to a new CAPA, as the key contributing factor was user error. However, CAPA is already addressing battery performance issues, which includes the hardware aspect related to this case. 2. ¿although the reported device malfunction was confirmed, it could not be confirmed whether this malfunction contributed to the reported patient harm based on the information provided to the medical assessment team. (See medical assessment related to (B)(4) attached in twd.) Based on this conclusion, existing CAPA will be leveraged and no additional CAPA escalation is required.¿

Event description:
It was reported that a plum 360 shut down unexpectedly during use. The reporter stated that "the pump had a replace battery alert from 2 dago ago but no one pull the pump from service nor send in a work order. A levo infusion was started on the patient and the pump was unplugged to transport the patient. The pump shut down and the patient died." No additional information is available at this time.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.